Manufacturer narrative:
The baxter technician found the pull rod is broken in half and needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the CPR feature operates correctly. Repair or replace the siderail if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in feb 21, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the pull rod to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that centrella med-surg had CPR right handle not engaging the CPR function. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.